Event description:
It was reported that during the procedure, the physician could not deploy the subject stent. Even with increased force, the operator could only advance the distal marker of the subject stent until it aligned with the distal marker of the microcatheter. The operator withdrew the subject stent together with the microcatheter ex vivo. It was observed that the distal marker of the subject stent was exposed beyond the microcatheter tip, but the subject stent was not opened. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.